Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Additional information was requested, but no additional information was received.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that one grip was bent, causing side-to-side misalignment of the grips. There was a .074 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there was an indentation at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The pitch cable was frayed at the distal clevis hub. No other damage or wear marks were observed on the clevis. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.